Event description:
Spontaneous call pt's pump fell into the shower, no longer working. Did not provide sn. They have the backup pump to use. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.